Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint (B)(4) is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1900609 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips were jammed up and would not load to tip of the jaw. We tried firing off several and each clip would not; failed to advance properly.

Manufacturer narrative:
Qn# (B)(4). Per DHR the product auto endo5 ml lot # 73c1900609 was manufactured on 03/22/2019 a total of (B)(4) pieces. Lot was released on 04/02/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the bottom tab at the distal end of the channel bent inward. The rotation tab was bent and the first clip was out of position in the channel. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The clip was unable to properly load into the jaws due to the bent tab at the distal end of the channel. The sample was disassembled to inspect the internal components. No further damages were found. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. The tab on the distal end of the channel was bent inward which prevented the clips from loading properly. The bent rotation tab is an indication that the clips were out of position and stacking in the channel. The bent channel tab caused the clips to become out of position. If a clip misloads and is not manually cleared prior to loading another clip, the clips can be held up in the loading sequence. It could not be determined how or when the tab on the distal end of the channel got bent. The reported complaint of "clips jamming" was confirmed based upon the sample received. One device was returned with the bottom tab at the distal end of the channel bent inward. The rotation tab was bent, and the first clip was out of position in the channel. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. Upon functional inspection, the clip was unable to properly load into the jaws due to the bent tab at the distal end of the channel. The tab on the distal end of the channel was bent inward which prevented the clips from loading properly. The bent channel tab also caused the clips to become out of position and to stack on one another in the channel. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Although the reported complaint was confirmed, it could not be determined how or when the tab on the distal end of the channel got bent. Therefore, the root cause of this complaint is undetermined.

Event description:
It was reported that the clips were jammed up and would not load to tip of the jaw. We tried firing off several and each clip would not; failed to advance properly.